Event description:
A hlth care professional reported that a pt's blood glucose measured extraordinarily high results on suspect device. Blood glucose results on suspect device measured 3 times higher than fuji and dexterz devices. Pt later died of congestive heart failure.